Manufacturer narrative:
This report is submitted on september 21, 2023.

Event description:
Per the clinic, the patient experienced an infection around the abutment and implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The patient was placed under general anesthesia on (B)(6) 2023, in order to remove the abutment; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.